Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the display failure was caused by damaged flex cable. Analysis also confirmed that the floppy drive does not accept disks because the shutter was jammed inside the drive. It was also noted that the left antenna cable appeared damaged and failed during functional test. (B)(4): analysis found that the cable was out of specification, electrically.

Event description:
It was reported that the monitor connection is unreliable. The video signal is intermittently lost when the screen is pivoted. Also, the floppy drive does not accept disks. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.